Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. The pcu event log, data set, pump module, and tubing have been received. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported that a patient was receiving chemotherapy in an outpatient infusion center. The customer reported that "chemo completed early and turned to flush." Although the customer's review of the log shows that the infusion was correctly programmed, to infuse at a rate of 314.3 ml/hr with a vtbi of 1050 ml, plus a 50 ml flush after the chemo, all would have been infused in 3.5 hours. However, the entire infusion completed in less than 3 hours. There was no harm or medical intervention. Although requested, no additional patient or event details were provided.